Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for red cell hang up was observed. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was red cell hang up. This event affected 9 tubes. The following information was provided by the initial reporter. The customer stated: "blood is remained inside tube wall." (B)(6) 2023: rcc reviewed the supporting documents (photos), and there were blood remains on tube's wall.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was red cell hang up. This event affected 9 tubes. The following information was provided by the initial reporter. The customer stated: "blood is remained inside tube wall." 10-mar-2023: rcc reviewed the supporting documents (photos), and there were blood remains on tube's wall.